Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacturer report number 2032227-2015-62100.

Event description:
The customer reported via phone call that the numbers on the screen kept scrolling when pressing the up button on the insulin pump. He did a reset and it seemed to work but later, he received an unexpected restart alarm that he is unable to clear. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 220 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No unexpected number scrolling during test. The insulin pump passed unexpected restart test, no alarm noted. The insulin pump received with cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and broken reservoir tube lip.